Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she went to the emergency room yesterday due to a low blood glucose of 23 mg/dl. The patient was initially calling for assistance with the reservoir. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. Assisted the patient with the reservoir, and advised to monitor the insulin pump, and call back as needed. The patient had no further information regarding the hospitalization.